Event description:
It was reported that the user experienced difficulty with an infusion inset and attempted to place a new one but was unsure if it worked; the user also injected insulin by pen while remaining connected to the ilet, and blood glucose reached 216 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included insufficient information regarding impact beyond elevated glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem was identified consistent with improper procedure while no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with an unintended use error contributing to the event.

Manufacturer narrative:
Initial.